Event description:
Reporter indicated that the pt's device was registering high impedance. The pt had the device implanted just over a month prior to finding the high impedance, which led the neurologist to suspect that the lead pin was not fully inserted. X-rays were taken and review by the radiologist, who stated that he did not see any fractures of the lead and stated that the lead pin was fully inserted. The pt was later taken to surgery to assess the issues, before troubleshooting was performed, the surgeon stated that there was fluid visible within the lead, so a lead replacement was conducted before troubleshooting was performed. The explanted lead has been returned to the MFR for analysis, but analysis is not yet complete. Attempts for further info regarding the possible cause for the high impedance, and to gain further clarification regarding the fluid in the lead, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.